Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle bent and broke. Fragments were generated and removed easily without additional intervention. The procedure was completely successfully. There were no adverse patient consequences reported.